Manufacturer narrative:
Investigation results: the device was received with the conical tip securely attached to the juicer body and formed a complete assembly. The juicier body had cracked and a piece was missing. Based upon these findings, the reported case of the dissection tip breakage was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the dissection tip broke at the back end after it was used on a pt. The hospital reported that all pieces were obtained and none fell into the pt. The procedure was completed as normal with a replacement kit. When the maquet territory manager assessed the returned pieces, it did not appear that all the pieces were given to him to form a complete assembly.